Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the fallopian tube is a coiled metallic essure device.') In an adult female patient who had essure (batch no. A36624-not valid,952110) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with the essure micro-insert implantation nos". In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and alopecia ("hair loss"). The patient was treated with surgery (robotic assisted total hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device outcome was unknown and the alopecia was resolving. The reporter considered alopecia and embedded device to be related to essure. The reporter commented: discrepancy noted as per pif in the date of insertion: (B)(6) 2013. The lot number reported (a36624) is not valid. Lot number: 952110 manufacturing date: 2012/02 expiration date: 2015/02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the fallopian tube is a coiled metallic essure device.') In an adult female patient who had essure (batch no. A36624,952110) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with the essure micro-insert implantation nos". In february 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and alopecia ("hair loss"). The patient was treated with surgery (robotic assisted total hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device outcome was unknown and the alopecia was resolving. The reporter considered alopecia and embedded device to be related to essure. The reporter commented: discrepancy noted as per pif in the date of insertion: (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: medical records received : new reporter information, lot number was added. Event medical device removal was replaced with event embedded device was added. Event endometrial ablation performed concomitantly with the essure micro-insert implantation nos added we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the fallopian tube is a coiled metallic essure device.') In an adult female patient who had essure (batch no. A36624-not valid,952110) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with the essure micro-insert implantation nos". In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and alopecia ("hair loss"). The patient was treated with surgery (robotic assisted total hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device outcome was unknown and the alopecia was resolving. The reporter considered alopecia and embedded device to be related to essure. The reporter commented: discrepancy noted as per pif in the date of insertion: (B)(6) 2013. The lot number reported (a36624) is not valid . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-sep-2020: update of information (batch is not valid). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced alopecia ("hair loss"). The patient was treated with surgery (hysterctomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the alopecia was resolving. The reporter considered alopecia and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: plaintiff fact sheet received: reporter was added, case became incident. Event injury nos replaced with medical device removal. Event hair loss added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.